Event description:
Home healthcare nurse reported pump alarming air in line, cleared, then down occlusion, hhrn (home health registered nurse) cleaned and switched tubing's did not help. Serial number: (B)(6), expiration date: 02/05/2025. Infusion was completed via gravity today. Patient did not miss dose. No adverse events reported. Unknown if patient has pump available for return. No additional information available. Indications: chronic inflammatory demyelinating polyneuritis; polyneuropathy, unspecified frequency: infuse 35gm (350ml) intravenously daily for two consecutive days every three weeks. Infuse over 3-4 hours. Reported to (B)(6) by health professional.